Manufacturer narrative:
Age of device: 1 year, 1 month, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 patient presented wit severe anemia and anticoagulation was stopped. Patient underwent an esophagogastroduodenoscopy (egd) and anticoagulation was restarted on (B)(6) 2018. Patient had a push enteroscopy that showed bleeding diverticulosis and anticoagulation was stopped. On (B)(6) 2018, patient called in reporting bloody urine, baseline lactate dehydrogenase (ldh) 250 u/l which was 1902 u/l upon admission and elevated to 2217 u/l. Patient was started on aggrastat gtt, acetylsalicylic acid (asa) and high dose heparin. Hemoglobin remained stable, no bleeding was observed. Ldh continued to rise. No tissue plasminogen activator (tpa) was given due to planned surgical intervention. CT angiogram was performed on (B)(6) 2018 which showed open inflow and outflow grafts. Patient underwent a pump exchange on (B)(6) 2018 suspecting thrombosis. Pump was returned for analysis. No further information was provided.

Event description:
Additional information: it was reported that patient had a history of gastrointestinal bleeding and has remained off of anticoagulation. Patient's lactate dehydrogenase continued to rise despite dual IV anticoagulation. Careful inspection inside the pump showed 2 discrete areas of thrombus within the outlet side of the lvad pump.

Manufacturer narrative:
Weight: correction. Outcomes attributed to adverse event, event, relevant tests/laboratory data, other relevant history. Device evaluation: the evaluation of device confirmed the report of suspected pump thrombosis, which could have contributed to the reported signs and symptoms of hemolysis. However, a direct correlation between the evaluation findings of the returned device and the reported history of gi bleeding as well as the renal compromise prior to the pump exchange could not be conclusively determined. Prior to disassembly of the pump, examination of the distal side of the outlet stator revealed evidence of thrombus within the pump. Upon disassembly of the pump, a large thrombus formation was found adhered around the rotor outlet section and the outlet bearing cup. The thrombus lacked laminated layering, suggesting that it did not initially form in the location in which it was found; however, its specific origin could not be conclusively determined. The dark areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. In addition, smaller, pink tissue-like depositions were found on the rotor blades. The structure of the depositions suggests that they did not originate on the rotor and initially developed in another location; however, their specific origins could not be conclusively determined. Although a duration of time for which they were present in the device could not be determined, the depositions were not adhered to the rotor and did not show any evidence of denaturation, suggesting that they were not present in the pump for a prolonged period of time. The depositions observed within the pump were obstructing a significant portion of the blood flow path and could have contributed to the reported hematuria and elevated ldh level. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The evaluation could not determine a specific cause for the development of the observed depositions; however, it should be noted that anticoagulation therapy had reportedly been discontinued several months prior to the pump exchange due to the patient¿s history of gi bleeding. The heartmate ii lvas IFU lists device thrombosis, hemolysis, bleeding, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document additionally states that the heartmate ii left ventricular assist system is contraindicated for patients who cannot tolerate anticoagulation therapy. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.